Manufacturer narrative:
Exemption number: e2015015. After the evaluation, the device code was considered as no known device problem.

Event description:
The clinician reported that 5 months after the dental implant and abutment were placed in ada site 20, the implant had not achieved osseointegration in type I bone clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that 5 months after the dental implant and abutment were placed in ada site 20, the implant had not achieved osseointegration in type I bone clinician reports pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.